Manufacturer narrative:
Other relevant device(s) are: product ID: 8709sc, serial#: (B)(4),implanted: (B)(6) 2007, product type: catheter, ubd: 31-oct-2009, UDI#: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent once analysis is compete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 5000 mcg/ml of fentanyl at 400 mcg/day and 40 mg/ml of bupivacaine at 3.195 mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported at some point in december of 2019 the doctor was unable to fill the pump. The doctor was able to withdraw the old medication but was unable to refill the pump due to pressure. There were no known environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting were performed. The pump was replaced on (B)(6) 2020 and the catheter was revised at this time. Both devices were returned to the manufacturer for analysis. The issue was resolved at the time of the report, (B)(6) 2020. The patient's status was provided as alive, no injury. No further complications were reported or anticipated. The patient's medical history included spine pain from scoliosis.

Manufacturer narrative:
Fdc updated for pump 8637-20. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007. Product type catheter. Evaluation of implantable pump serial number (B)(4) revealed the following: analysis had difficulty accessing the drug reservoir prior to decontamination. Destructive analysis identified residue in the drug flow path and identified residue in the bellows in the drug reservoir. Evaluation of implantable catheter serial number (B)(4) revealed coring in the cup of the sutureless connector (sc). Leaking was observed from the catheter during testing in the lab. The evaluation codes have been updated for this event. Evaluation code-conclusion is still applicable for the pump. Evaluation code-conclusion is only applicable for the catheter. If information is provided in the future, a supplemental report will be issued.